Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired from right heart failure, and support was withdrawn. It was also reported that an autopsy was not performed and the pump will not be returned to the MFR for eval.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.